Manufacturer narrative:
Device manufacturing date is unavailable at this time. Medtronic investigation involved testing where it was found that the proper protocol for image transfer was not being followed. A medtronic representative communicated with the site regarding proper o-arm imaging and transfer. No further issues were reported.

Event description:
A site representative, registered nurse, reported that while in a procedure, the images were not automatically transferring from the o-arm imaging system to the navigation system. The ready-to-acquire status was green and there was a green communication line between the two systems. A radiographic technologist reported that the images did not have a nav after each image. The radiographic technologist took a second standard 3d spin of the patient and the images did not automatically transfer to the navigation system. The registered nurse stated that the images under the patient's name read 2d nav images and 3d nav images. In trouble-shooting, it was recommended that the radiographic technologist manually transfer the 3d nav images to the navigation system, which was successful. The registered nurse noted that the most recently acquired images did not look the same on the mobile viewing system as they did on the navigation system station and that the time-stamp was one hour off. The surgeon used the images that transferred and continued the procedure to completion with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturer date provided.